Manufacturer narrative:
Attempts to acquire the required patient information are ongoing. Welch allyn will update this report when it has acquired this information.

Event description:
While used on patient, the device displayed "ECG comm error". No patient harm.